Event description:
It was reported that on (B)(6) 2012, a gore dryseal sheath was inserted for 7 days in conjunction with an impella device into the patient's right auxilliary artery. On (B)(6) 2012, it was reported that while the nurse was cleaning the surgical site, the flush port broke off on the sheath. It was reported that the patient began to lose blood (amount of blood loss unknown) so the nurse capped the broken valve with a blue IV cap. It was reported that on (B)(6) 2012, the sheath was removed. No further information is available.

Manufacturer narrative:
Results - manufacturing could not be performed as the lot number was not available.